Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and an integrity failure. The lead was surgically abandoned. No additional adverse patient effects were reported.